Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to unacceptable vision. There was no incision enlargement, vitrectomy or sutures done. Suspect iol was replaced with a non-johnson and johnson iol, same diopter size. It was stated that the patient complained of blurred vision in the distance and glare from all the rings, making driving at night difficult. But condition has improved vision after the iol exchange. No other information was provided.

Manufacturer narrative:
Weight: unknown as information was asked but it was provided as it is not available. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight: unknown as information was asked but it was provided as it is not available. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to unacceptable vision. There was no incision enlargement, vitrectomy or sutures done. Suspect iol was replaced with a non-johnson and johnson iol, same diopter size. It was stated that the patient complained of blurred vision in the distance and glare from all the rings, making driving at night difficult. But condition has improved vision after the iol exchange. No other information was provided.